Event description:
Flare up of rheumatoid arthritis [rheumatoid arthritis]; flu-like symptoms [influenza like illness]; knee was hard to the touch at the injection site [injection site induration]; can hardly walk/ difficulty walking and moving around [gait disturbance]; knee was hot [joint warmth]; knee was red [erythema]; knee effusion [joint effusion]; swelling in the treated knee [joint swelling]; pain in the treated knee [arthralgia]. Case description: spontaneous report received on 05/21/2010, from a (B)(6) female pt, initials (B)(6). The pt reports a history of osteoarthritis, rheumatoid arthritis and torn meniscus. The rheumatoid arthritis was reported to be in remission. The pt was previously treated with synvisc in (B)(6) 2008. The pt received synvisc-one in (B)(6) 2009, in unspecified knee(s). The pt experienced pain, swelling, the knee was hot, red and hard to the touch at the injection site. The pt also experienced flu-like symptoms. The pt could hardly walk due to pain and swelling in the treated knee. The pt was prescribed prednisone and anti-inflammatory medications which did not help. Fluid was removed from the treated knee in (B)(6) 2009, and revealed chronic inflammation. The pt was prescribed prednisone but could not tolerate it. The physician attributed the continued symptoms to a flare up of the rheumatoid arthritis. The pt was currently taking doxycycline and herbal supplements. The symptoms were improving, but the pt continued to have pain and difficulty walking and moving around. The pt reported that she had been suffering with these symptoms since (B)(6) 2009. As of the date of receipt of this report, the pt had not yet recovered. See (B)(4) for another case from this reporter. Manufacturer's comment: the benefit-risk relationship of synvisc one is not affected by this report.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.